Event description:
During open heart surgery, pt was being paced at 70 bpm. When electrosurgical equipment was used underneath the sternum while pt was being paced, the heart rate increased from 70 bpm to 140 bpm. The doctor turned the model 2a unit off until es procedure was completed. There was no injury to pt.